Event description:
On (B)(6)2012, the reporter contacted animas and stated that the audio bolus button was unresponsive. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the allegation that the audio bolus button was unresponsive.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 10/23/2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no damage was observed. During testing, all of the keypad buttons were found to be responding appropriately and were functional. All buttons had normal spring back and click. The original complaint of the audio bolus button's responsiveness was not confirmed or duplicated. During evaluation, there was evidence of contamination found under all key contacts.